Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary did not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02 december 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not power on. The field service engineer (fse) found that auxiliary half-height drawers 3.1 and 3.2 were preventing the station from starting. The pyxibus module controller board and the drawer controller boards were replaced. After rebooting, the station powered on, all drawers and cubies were detected, and all cubie drawers and pockets tested successfully in the hardware test application. The system functioned as intended after the field service engineer repaired the device.